Manufacturer narrative:
Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The valve was not returned for evaluation. Additionally, no serial number was provided so a device history record (DHR) review and lot history review were unable to be performed. Imagery within the article revealed multiple calcified nodules on the leaflets. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve calcification was confirmed based on the imagery within the article. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of the IFU revealed no deficiencies. An existing edwards technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported events of valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, ''sapien xt valve presented moderate to severe fibro-calcific degeneration of an explanted percutaneous aortic valve after mean time elapsed was 1.8 +/- 2.2 years''. Due to the limited information, a definitive root cause was unable to be determined at this time. However, it was possibly due to patient condition.

Manufacturer narrative:
This is one of five manufacturer reports being submitted for this article. Citation: guimaron, samantha, et al. ''Macroscopic and microscopic features of surgically explanted transcatheter aortic valve prostheses.'' Journal of cardiac surgery 37.10 (2022): 3178-3187. Investigation is ongoing. H3 other text : not returned for evaluation.

Event description:
As reported by the edwards canadian affiliate, a review of the medical article, ''macroscopic and microscopic features of surgically explanted transcatheter aortic valve prostheses'' was performed. The following event was identified as pertaining to an edwards device: one patient's sapien xt valve was explanted between 1.8 and 2.2 years after implant. Moderate to severe fibro-calcific degeneration with multiple calcified nodules was visible on microscope. The aim of this study was to conduct a retrospective study of patients with transcatheter aortic valve replacement (tavr) who required late explantation surgery for failure of their percutaneous valve for different reasons and to describe macroscopic and microscopic features from 2007 to 2020.

Manufacturer narrative:
Updated b.2, g.3, and h.2. Please reference related manufacturer report nos: 2015691-2024-00201, 2015691-2024-00209, 2015691-2024-00210, and 2015691-2024-00211.